Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Linkbio reviewed a patient record which described revision of this link knee implanted (B)(6) 2023. On (B)(6) 2023. Dr. Was unsure of the cause for arthrofibrosis but patient presented with multi-directional instability. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Linkbio reviewed a patient record which described revision of this link knee (implanted (B)(6) 2023) on (B)(6) 2023. Dr. Was unsure of the cause for arthrofibrosis but patient presented with multi-directional instability. [Customer]. Updated 10/02/2025: linkbio reviewed a patient record (on (B)(6) 2025) which described revision of this link knee (implanted (B)(6) 2023) on (B)(6) 2023. The office visit note preceding the revision surgery (dated (B)(6) 2023) indicates possible periprothetic left knee infection associated with cellulitis. Communication from surgeon indicates no known infection present for this revision. Dr. Was unsure of the cause for arthrofibrosis but patient presented with multi-directional instability. [Customer]